Manufacturer narrative:
A clinical investigation was performed. The pt was hospitalized and administered with vancomycin and zosyn. The pt continues with hemodialysis treatment. The actual device was returned to the MFR for eval anda product investigation was performed. A visual inspection and internal inspection were performed. There was dried fluid inside the cassette compartment. The cycler passed the mushroom head check. A simulated treatment was performed and completed without any failures or device malfunctions. Further eval found no device malfunctions that would have caused the reported peritonitis event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the mfg process. Product labeling, material, and process controls were within specs.

Event description:
The peritoneal dialysis (pd) pt stated there was a leak from the membrane of the tubing set and was discarded while using the liberty cycler. The pt was completing therapy manually. The cycler was replaced. During a follow up call, the pt stated he noticed a hole on the soft side of the cassette and he was taking antibiotics. During a follow up call, the pd nurse stated the cultures were drawn and came back with high cell count. The pt was admitted to the hosp and his pd catheter was removed. The pt was transferred to hemodialysis.